Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, a definitive cause for the tip detachment could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: dates estimated. Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a presentation, a physician mentioned a procedure where an unspecified supera self-expanding stent system (sess) had a tip separation. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.